Event description:
Additional information received reported that perioperative antibiotics were administered. Swelling, pain and redness were listed as signs or symptoms of the infection. The location of the infection was at the device pocket. The organism cultured at the device pocket was a (B)(6). It was stated that oral antibiotics were used as treatment, in addition to the total device system explant. The patient outcome stated that the infection "resolved." It was further noted that risk factors before the device was implanted listed urinary tract infections. No further information was reported.

Event description:
It was reported that the patient had an infection. It was noted that the patient saw her physician on (B)(6) 2012, and the infection was "red". It was noted that the physician "drained the infection" during this appointment and the patient had drained it a few days earlier. Additional information received reported that the "physician explanted the device." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v594185, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).